Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.111¿ - 0.706 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the site's complaint history was performed and no other complaints related to this event were found. A review of system logs showed that the tenaculum forceps instrument was last used on system number sk2674 on (B)(6) 2020 and had 6 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the tenaculum forcep instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci assisted procedure, the tenaculum forceps instrument had a broken cable and would not work. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that she did not have any additional details about this complaint.